Event description:
A customer reported that their touchscreen was cracked and shattered, rendering the pump's touchscreen unresponsive and illegible. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.